Manufacturer narrative:
Device history record was reviewed. No anomaly was noted. All manufacturing operations have been completed and signed off. Customer complaint of dislodgement was not confirmed. Visual inspection showed that the inner helix was clogged with blood/body tissue, and the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Telemetry and pacing features were analyzed, and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Customer complaint of dislodgement was confirmed. Visual inspection showed that the inner helix was clogged with blood/body tissue, and the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner helix was measured and found to be compressed. The compressed inner helix may have contributed to the field event. Further analysis was performed, and no other anomalies were noted. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, the patient underwent a leadless pacemaker (lp) implant successfully on (B)(6) 2023. On (B)(6) 2023, a check x-ray was performed, to reveal the atrial lp had dislodged and migrated to the left lung field. On (B)(6) 2023, the lp was successfully retrieved. And a new lp was implanted without issue. The patient was stable.